Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the verbatim: they reported an issue regarding bodyguard giving set (no product information provided). It was stated that there was a small amount of air in the tube of the giving set next to the air filter was noted when pn bag was connected to the line. This happened despite the fact that the giving set was fully primed before it was connected to the line. The giving set that was used for connection discarded to ensure safety and a new giving set and a new pn bag used to restart the procedure from the beginning.